Manufacturer narrative:
(B)(4). Result of investigation. While in service, visual inspection revealed the power flex is damaged. Pins 2 and 3 of jp4 are burned. The service technician replaced the power flex to correct the burnt pins issue.

Event description:
The customer sent the unit in for the 15k performance maintanence with no patient involvement or reported malfunction by the customer.